Event description:
Just below drip chamber of blood tubing, blood dripping out about 50cc lost. Manufacturer response (as per reporter) for IV tubing, alaris blood tubingawaiting response.

Event description:
Just below drip chamber of blood tubing, blood dripping out about 50cc lost. Manufacturer response (as per reporter) for IV tubing, alaris blood tubingawaiting response.